Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 450 (mg/dl) for 2 weeks. Reportedly, the customer's bg levels remained elevated despite administering multiple boluses and not eating very much. Contact reported that the customer's bg levels may be caused by an unknown stressor occurring in the customer's body. During the customer's last visit to their health care provider, the customer had a very high white blood cell count.